Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) level of 360 mg/dl. Reportedly, the cartridge was loose and would dislodge from the pump. Customer administered a manual injection to resolve bg.